Event description:
Customer reportedly received results of 265 mg/dl and 106 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.